Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient currently receiving gablofen (2000 mcg/ml at 200 mcg/day) via an implanted pump. The patient¿s medical history included anxiety, depression, and c7 injury. The patient concomitant medications included oral baclofen prn, lexapro, voltaren, ativan, wellbutrin, and zanflex. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient started experiencing intermittent effect of therapy since (B)(6) 2017 and then bumped the pump against his boat one week ago hard enough to leave a bruise. On (B)(6) 2017 the patient was seen in the rehab clinic and reported intermittent efficacy of therapy as demonstrated by "increased spasms when it wasn't working, then spasms went away when it was working". Based on the patient¿s description, managing clinician felt there may be intermittent kinking of the catheter. On (B)(6) 2017 a 50 mcg bolus was programmed in the clinic and two hours later the patient had shown no response. They attempted to access the cap (catheter access port) and withdraw fluid, but they were unable to aspirate fluid. On the same day, the patient was brought to interventional radiology where the cap was accessed under fluoroscopy and they were unable to withdraw fluid so they did not proceed with further catheter diagnostic testing. The pump rate was increased from 5 00 mcg/day to 529 mcg/day that day. The patient showed no improvement so on (B)(6) 2017 the clinician decreased infusion rate to 190 mcg/day. The patient presented with increased stiffness, so on (B)(6) 2017 the infusion rate was increased to 400 mcg/day. The patient was taken to surgery on (B)(6) 2017. Upon exposing the catheter at the pump pocket incision, it was noted that catheter was kinked 2 cm immediately beneath the sutureless connector. The neurosurgeon also observed the outer plastic on the catheter was "split open" 2 cm beneath the sutureless connector surmising that it was likely due to the acute angle of the catheter in vivo. A 0.6 cm length of the spinal segment was explanted (the segment attached to explanted connector) along with 27.9 cm of the pump segment. A new segment of sutureless connector was spliced on. While the pump was disconnected from the catheter, per the request of neurosurgeon a priming bolus was programmed and fluid was observed at the exit port of the pump. The bolus was then aborted. After the catheter revision, the infusion rate was programmed to 200 mcg/day. The issue was resolved. The patient status was reported as ¿a live ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
The catheter was returned, and visual inspection from analysis confirmed there was damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8784 lot# serial# (B)(4) implanted: explanted: product type catheter: 8784 catheter and additional segment of 8870 catheter received on 2017 (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. 8780 catheter result codes: 3233 8780 catheter conclusion codes: 11 8784 catheter result codes: 3233 8784 catheter result codes: 11. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that a catheter replacement was done on 2017 (B)(6) due to the patient experiencing dramatic increased tone on 2017 (B)(6). They attempted to do a catheter dye study on 2017 (B)(6), and they were unable to withdraw from the catheter access port (cap). When the existing catheter was disconnected from the pump, they obtained an immediate spontaneous retrograde flow of cerebrospinal fluid (csf). The decision was made to replace the catheter regardless. The pump was programmed with a single bolus on the back table. They witnessed medication coming out from exit port of pump, so the bolus was then aborted. Infusion rate was restarted at 250 mcg/day (decreased from previous rate of 823.5 mcg/day), and the catheter was replaced with an 8780 catheter.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID 8780 lot# serial# (B)(4) implanted: (B)(4) 2016 explanted: (B)(4) 2017 product type catheter product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter h3. Analysis of the additional distal segment of the 8780 found no significant anomaly and analysis of the 8784 catheter found acceptable testing and was incomplete and returned in segments. To note these findings were in addition to the analysis of the 8780 catheter segment completed on (B)(4) 2017 that revealed damage to the transition tube. If information is provided in the future, a supplemental report will be issued.